Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent a gastrointestinal procedure on an unknown date and suture was used for skin closure. Post-operatively, the patient may have experienced a surgical site infection, non-surgical site infection, wound separation, seroma, hematoma and/or reoperation. Additional information has been requested.